Event description:
A report was received that the patient had an infection at the battery site. Symptoms were pus or discharges at the battery site. Infection was believed to be procedure related and not device related. No device malfunction was suspected. The patient underwent an explant procedure. The patient was prescribed antibiotics. The infection has reportedly cleared up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-4316 lot #: 16761801 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as it was discarded by the medical facility.